Event description:
The event is reported as: the doctor reported a burn incident with the device. No additional information received.

Manufacturer narrative:
At the time of this report, the device sample was not returned for evaluation. The results of the investigation are not available at the time of this report.